Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that temperature excursion, refrigerator locked. A field service engineer disconnected the network cable, shut down the refrigerator and then reseated connections and rebooted both devices. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ es refrigerator locked and cannot access. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.